Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient was hospitalized for more than 24 hours due to hyperglycemia and high ketones on (B)(6) 2025. The blood glucose level was 33.3 mmol/l at the time of event and the patient got treated with insulin therapy. The patient was felling vomiting at the time of event. Ketones level was 4.7 mmol/l. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: australia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR retraction: the supplement MDR with manufacturing report number 8021545-2025-00109 was submitted on 13-june-2025. The MFR 8021545-2025-00109 was initially reported with the case ID (B)(4). Subsequently, it was identified that this MFR should not be associated with case ID (B)(4). Therefore, a new supplement has been submitted with case ID (B)(4) as supplemental report 02 - MDR (B)(4)- MFR 8021545-2025-00109, which should be considered the correct supplement for this MFR. Report being retracted: supplemental report 01 - MDR (B)(4)- MFR 8021545-2025-00109. Correct report to be considered: supplemental report 02 - MDR (B)(4)- MFR 8021545-2025-00109. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-00109), was submitted on 11-feb-2025. However, based on the investigation done on 22-jan-2026 and clinical review done on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6005419 have been tested in the record complaint (B)(4) on 14-may-2025. Test results: the reference samples were visually inspected. All test results were within specifications as per the database complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6005419 was manufactured according to version 79 appendix 1 batch card for production of packaging room, on 22-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 14-may-2025 against malfunction code no malfunction based on complaint information and lot 6005419 with 6 other complaints identified complaints (B)(4). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.